Manufacturer narrative:
(B)(4). A voluntary medwatch form was received: mw5062502. (B)(4).

Event description:
It was reported that the patient had a history of complete heart block (chb) and presented to the hospital experiencing feeling dizzy. Upon interrogation, the right ventricular lead exhibited loss of capture with an underlying rhythm of chb with escape rhythm at approximately 30 beats per minute. It was suspected that the lead had dislodged or was fractured; a defective helix was also suspected. The lead was explanted and replaced.